Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 16 months post implant, the perfusionist reported that the pt underwent a pump exchange due to suspected thrombus. The pt remains ongoing on the new lvad.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.